Event description:
It was reported by service report that the scale was working intermittently. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: fluid found on connector of load cell cable.